Event description:
An implantable pulse generator (ipg) was returned from a medical examiner for routine analysis. Information identified in the manufacture's data base indicated the patient died approximately less than one month post implant of the device system approximately three years ago. Follow up revealed that the patient was doing well after the implant. A cause of death was requested and not received.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the outer insulation was breach cut, the helix/lobe was distorted/bent and there was apparent explant damage. (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that all the insulators were breached cut, the helix/lobe was distorted/bent and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.